Event description:
Spontaneous call, mom reported that she was out of syringes and tried using a larger syringe and the syringe did not work correctly. As a result the liquid squirted out of the syringe onto the table and was wasted. Unk if pt missed a dose or had any side effects. Reported to (B)(6) by pt/caregiver.